Manufacturer narrative:
The impella device was discarded by the customer and therefore,can evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical staff decided to implant an impella rp and also an impella 5.5 in a patient. After impella 5.5 placement the patient started bleeding from the access site and plates and factor 7 were given. The medical staff could not keep enough volume and the patient had to be taken off the pump.

Manufacturer narrative:
The cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.